Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damaged occurred. The 90% stenosed target lesion was located in the non-calcified and moderately tortuous proximal left circumflex (lcx). After the lesion was predilated with a 20x2.5mm non-bsc balloon, a 3.0x24mm taxus liberte stent delivery system (sds) was advanced. The sds was unable to cross the lesion and was removed after several unsuccessful attempts to position it. Outside the body, it was noted that the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's current condition is listed as "good".

Manufacturer narrative:
(B) (6): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found; the device met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B) (4).